Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen graph was missing data points. Customer reset the pump prior to contacting tandem technical support the issue was resolved. Customer was able to restart the continuous graph monitor (cgm) session. Blood glucose was not impacted.